Event description:
Litigation alleges that due to the asr right hip implant, the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. (B)(6) 2012 - plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. (B)(6) 2012 - the sales.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Event description:
Litigation alleges that due to the asr right hip implant, the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.